Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal didn't open when inserted into aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no actual evaluation could be performed. A photographic inspection determined signs of clinical use and evidence of blood. The delivery device was inside the loading device. Traces of blood were observed on the seal. The seal was observed in complete unfolded state. The slide lock and the position of the plunger were not visible in the picture. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. The aortic cutter was unlocked. Based on the photographic inspection, the reported failure mode "failure to unfold or unwrap: seal" was not confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal didn't open when inserted into aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal didn't open when inserted into aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal didn't open when inserted into aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.